Event description:
It was reported that the patient received inappropriate therapy. After looking at the egms tse determined that the rhythm was an svt that was qualified in the vf zone. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.